Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one resolute onyx coronary drug eluting stent when stent deformation occurred in vivo during positioning/advancement. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was not pre-dilated. The lesion being treated was a moderately tortuous, severely calcified lesion with 95% stenosis located in the mid obtuse marginal (om). The device did not pass through a previously-deployed stent. There was resistance encountered when advancing the device. It was reported that the opening of the patient¿s left circumflex artery was normal, but the mid-segment om had severe stenosis, with 95% narrowing and calcification. The stent could not pass through the lesion despite multiple attempts. After it was removed from the body, a burr-like protrusion was found in the middle of the stent. The procedure was completed after the stent was replaced. No patient complications were reported as a result of the event.